Event description:
It was reported by service report that the foot end lift was stuck in high height position. There was no pt involvement; however, the service report notes do not indicate if there were adverse consequences reported.

Manufacturer narrative:
Lift power coil cable.